Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the high flow insufflation unit turned off during an unspecified therapeutic procedure. The procedure was completed with a similar device. There was no patient injury or medical intervention associated with this event.

Event description:
The event occurred during preparation for use for a 3d laparoscopic surgery. There was no delays, the procedure was completed by switching to a competitors insufflator device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.